Manufacturer narrative:
(B)(4). Batch # n9139m. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed 6 conforming clips and then it ejected 4 clips; finally, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a breast reconstruction procedure, the device was firing two clips at a time, not firing, firing scissored clips and not forming completely. The procedure was completed with no patient consequences reported.